Event description:
Case description: this spontaneous case reported by a medical doctor as "needle broken off in body", concerns a female pt, user of novofine needles (32g) due to insulin-requiring type ii diabetes mellitus. On 15-mar-2006 the needle broke off in the pt's abdomen and she was prescribed cefcapene pivoxil hydrochloride and loxoprofen sodium. Before the event, the pt accidentally dropped the insulin product with the needle in question. After that, she noticed that the needle was bent. However, she used the bent needle to inject insulin. As a result, the needle broke off and remained in her body. The needle was subsequently removed surgically. The pt recovered completely eight days later. Reporter causality" possible.